Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09r5m, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had surgery to reposition the neurostimulator on (B)(6) 2013. The patient noted that ¿they had to move it on down a little bit deeper in the pocket.¿ the patient stated that ¿where they had the tip of it under her skin gave her a lot of pain.¿